Event description:
The pump was returned for investigation. Investigation revealed a cracked display screen that did not work. The up arrow button had intermittent response and there was contamination under the contacts of the up arrow and contrast buttons. The piston cap was missing from the pump. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: on testing, the pump powered on with a blank display screen. The display screen was noted to be cracked. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow and contrast buttons. The piston cap was also noted to be missing from the pump.

Manufacturer narrative:
Alert date is (B)(6) 2012.